Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing, the fse found that the flexvision pc was not booting up completely. To resolve the reported issue, the philips engineer manually restarted the flexvision pc and performed multiple restarts, which was temporarily resolved the issue. Two months later, however the system was reported as does not initiate and not passing the countdown. To resolve this issue the fse replaced the flexvision pc. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system starts, but no image is on the flexvision monitor and the counter on the control room monitor reached 0:00 but never finishes starting. The device was outside clinical use at the time of the event. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. The fse checked the flexvision pc and found that it did not boot. The flexvision pc was manually started, and the system booted normally. The fse performed multiple restarts and confirmed that the system was returned to good working order. The investigation is ongoing. A follow up report will be submitted when further information is received.